Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). The customer continued to troubleshoot and found the th filter housing was loose causing a small leak and air in the lines. When the filter housing was tightened, the peak pattern issue resolved. There was no further action. The most probable cause of the reported event was due to loose filter housing secondary to operational error.

Event description:
On (B)(6) 2017, a customer reported that they are getting missing peak a1c diabetes assay and b errors with their g8 analyzer. Technical support tried trouble shooting with the customer. The customer changed the buffers and hemolysis wash and then performed a drain flush. They ran quality controls (qc) but continued to get the same errors.